Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise on the shock channel for the past few years. No inappropriate therapy or patient harm was delivered during this time. During an unrelated device replacement procedure, the rv lead was inspected and the df-1 pins were observed to be reversed in the header of the device. The rv lead was connected properly to the newly implanted device and continues to remain implanted and in service. No adverse patient effects were reported.